Event description:
The device involved in this MDR report was implanted in 2008. Upon a routine f/u in 2009, the device was found in standby mode. The pacemaker was reprogrammed without any difficulties.

Manufacturer narrative:
On october 23, 2009, this event concerns a device that was mfg and used outside the us. The analysis is pending.